Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, system drawer 5.2 and pocket b4 failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pockets and drawer failed. A field service engineer found that several pockets were missing from the robbie unit. The fse logged into diagnostics and released all pockets to clear any foreign objects and debris around the row boards. The back panel was opened, and all cables and connections were reseated. After performing a system restore, the station continued to exhibit issues and slowness around the pocket performance. As a corrective measure, the controller board was replaced. The system functioned as intended after the field service engineer repaired the device.